Event description:
It was reported that device diagnostics resulted in high impedance (>10,000 ohms). The patient had recently undergone generator replacement at which time device diagnostics were within normal limits. The patient underwent revision surgery on (B)(6) 2015. The lead pin was removed and reinserted back into the generator header. The surgeon ensured the lead pin was fully secured by hearing two clicks of the set screw. Subsequent device diagnostics were within normal limits. The cause of the high impedance was due to the lead pin not being fully inserted into the generator header.

Manufacturer narrative:
This information was inadvertently left off of previous MFR. Report: (B)(4).